Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and performed software upgrade, extended self test (est), electrical test and calibration. The unit passed all testing.